Event description:
It was reported that during a lobectomy procedure, after firing the device, the doctor found some staples were malformed. Another device was used to finish the procedure. There was no consequence to the pt.